Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Explant date unknown an event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced an infection at the lead site. As a result, the patient underwent surgical intervention wherein the leads were explanted to address the issue. It is unknown when the leads were explanted. No manufacturer representative was present during the explant.